Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. This is related to MFR report number 9710014-2026-00022, in which the device was explanted.

Event description:
Postoperative facial nerve paralysis was reported.